Manufacturer narrative:
The lens was returned in a specimen cup. Solution is dried on the lens. The lens is cut into multiple pieces (some pieces including one haptic were not returned for evaluation), typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if the qualified products were used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The file indicates the 16.5 diopter lens model was exchanged for a monofocal non-toric 16.0 diopter lens model. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following implant of an intraocular lens (iol), a patient experienced decreased vision . The lens was exchanged for a different lens approximately two months after initial implantation. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).